Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: (B)(6) had a syringe 8110 failed pressure sensing disc test during pm. Syringe sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I recommended (B)(6) to replace pressure sensor. Assisted with part number. (B)(6) will replace pressure sensor.